Event description:
The customer reported that the system made a loud pop, then would not display a usable fluoroscopic image. This rendered the system unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The candlesticks are evaluated and reseated. The system was tested and found to be working as intended and returned to service.